Event description:
The reporter indicated that a toric 12.6mm size implantable collamer lens was implanted in the patient's left (os) eye. Reportedly, "pt has been noted to have a shallow acd since shortly after surgery; I saw her today and noted very high vault with shallow ac."

Manufacturer narrative:
Unknown. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6- health effect- clinical code: 4582 shallow acd. Claim# (B)(4).